Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer unable to duplicate any failures during troubleshooting. While reviewing several drawers, identified and corrected overfilled pockets, advised the user to monitor the issue and report back if it persists. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, random pockets repeatedly entered a failed state. The customer reported that affected pockets could be recovered; however, the failures recurred intermittently. The issue was observed during medication loading and retrieval. The issue remained unresolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.